Manufacturer narrative:
(B)(4). This device has no 510(k) number, as it is class ii exempt. Baxter is awaiting software evaluation for logix regarding this report. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). The reported issue of the logix software not clearing the processed orders from the previous days from the main pane was confirmed. The root cause was determined to be due to the customer pc environment. The sql server agent was not running at the time of the event.

Event description:
The facility reported logix software that had not cleared processed "tpn" orders from previous days from the main pane. Processed orders from (B)(6) 2011 were still visible in the main pane of the software module. The logix "cm/oe" server (host) computer had the correct time and date (as reported by (B)(4)). This condition can lead to incorrect compounding or incorrect labeling of compounding material. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. An exported event report for all events from (B)(6) 2011 is available. No additional information is available.